Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient was having dizzy spells due to the implantable cardioverter defibrillator (ICD) experiencing pacing inhibition due to intermittent noise on the right ventricular (rv) lead and a potential header problem. The ICD was explanted and replaced, the rv lead was capped and replaced. No patient complications have been reported as a result of this event.